Event description:
Reporter alleged being admitted to the hospital due to the blood glucose monitoring device that was not working correctly. Reporter stated device results were high (323 mg/dl) and she was adjusting her diet to compensate for the values. Reporter stated went to bed one of the evenings and woke of up at 3 am; however then passed out for 2 and 1/2 hours. Reporter indicated device result at 5:45 am was 360 mg/dl and was taken to the hospital and admitted for 3 days. Reporter did not indicate treatment, if any while in the hospital; however that a lot of tests were run and she was asked if she was hypoglycemic. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.